Event description:
It was reported the customer had a blank display on their insulin pump. Customer stated they were able to resolve their blank display by inserting a new battery. Customer's blood glucose was unknown. The customer's insulin pump was functional after. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.